Manufacturer narrative:
Other, this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Two system faults can be found in event history log. Reported problem was able to be duplicated during inspection. The root cause of the reported issue was not able to be determined. Faulty air detector. Actions were taken to mitigate the reported issue: replace faulty air detector. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that the device was alarming error code. No patient injury was reported.